Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the mesh implant may have caused or contributed to the events as alleged. The md has requested and been provided with a mesh sample for reactivity testing. To date, test results have not been provided. At this time, no conclusion can be made. Without a lot number a review of the manufacturing records is not possible. If/when the test results are provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2018 the patient was implanted with a davol "marlex" mesh. As reported following implant the patient experienced a skin rash. Topical treatment has not eliminated the rash and the md would like to rule out the mesh as a possible contributor. Md states he does not believe the mesh is the cause at this time but would like to perform the skin patch test.